Event description:
The patient reported itching, redness and blistering under the hydrocolloid adhesive portion of the surgical dressing. The patient has discontinued use of the surgical dressing and is currently taking an anti-histamine. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Initial reporter: email unknown. Batch record review not possible without lot number. Process controls for the manufacturing and packaging of this product are in place and are functioning properly. There have been no changes to the formulation nor manufacturing processes for the product or components. Environmental and housekeeping procedures are in place to assure the cleanliness of the product, the environments and machines in which it is produced and of those manufacturing the product. The quality systems in place are appropriate to prevent defects from occurring or detect defects in the event of occurrence. These systems are functioning properly as indicated by the complaint trend/history for this product for the previous 12 months.